Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles in the fill channel and wear abrasion. Leak test was performed and found opening on posterior and anterior. A microscopic analysis was performed which identified striated opening in the anterior/posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior/posterior side due to surgical damage.

Event description:
Healthcare professional reported left side deflation and "particles in valve". Device has been explanted.